Event description:
Pt had closure device (angio-seal), placed s/p renal angiogram. In 2003, the pt presented to md in e.r. With red hot knot in the groin (where angio-seal was placed). The area was swelling and painful to the touch.